Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire half- height drawer was not recover. A field service engineer (fse) found main enhanced half height drawer 3-1 and 3-2 was not detected on bus. The fse replaced both drawer controller boards and both retractor bands to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of drawer 3.1 unable to recover was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to workorder (B)(4), the fse reported that main enhanced half height drawer 3-1 and 3-2 was not detected on bus. The fse replaced both drawer boards and both retractor bands. During dchu visual inspection p/n 353844-01: assy retractor dwr hh cubie (a): was received with no signs of physical damage. Assy retractor dwr hh cubie (b): was received with copper strands in contact with adjacent copper strands. P/n 151622-01 v1 (sn: (B)(6)): the parts received showed no signs of physical damage, fluid ingress, loose or missing components during dchu testing p/n 353844-01: assy retractor dwr hh cubie (a): passed the dmm and hta testing assy retractor dwr hh cubie (b): the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: sn: (B)(6): passed the dmm and hta testing. Sn: (B)(6): failed the dmm testing due to low resistance measurement on mosfet q601 the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawer 3.1 unable to recover was attributed to: crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode mosfet q601 on the drawer controller board which led to circuit instability and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and could not be recovered. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the issue was due to crossed continuity in the retractor assembly and a shorted mosfet q601 on the drawer controller board. There were no adverse events or injuries reported based on this event.